Event description:
It was reported that balloon rupture and shaft break occurred. The greater than 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0x40x75cm express ld vascular stent was advanced for treatment. However, during the first inflation using a 20ml syringe, the balloon burst. The pressure wasn't recorded. Upon removal of the balloon, resistance was felt in sheath. After withdrawing the shaft was removed, but the balloon was detached from the shaft and was floating in the external iliac artery at tip of the sheath. The detached balloon was snared and removed through sheath; the procedure was completed with the stent successfully implanted. No patient complications reported.